Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was tightly folded. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination of the balloon revealed a 1.5mm circumferential tear at the proximal edge of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was selected and advanced to dilate the lesion. The first inflation was performed at 8 atmospheres and upon second inflation the balloon ruptured at 8 atmospheres. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was selected and advanced to dilate the lesion. The first inflation was performed at 8 atmospheres and upon second inflation the balloon ruptured at 8 atmospheres. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).